Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that customer was hospitalized for diabetic ketoacidosis due to a bent cannula. Customer had been off the device since then. Customer's blood glucose was unknown. Customer was unable to be contacted.